Manufacturer narrative:
This report is to follow up with maude report - (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device resulting in the clips meeting all specifications. Next, engineering performed rapid trigger release, which resulted in the clips spitting. The unit was disassembled and there was no internal damage found. The root cause of the customer's experience remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our initial / final report.

Event description:
Lap chole - "clip applier fired and applied first clip, as expected, but followed with the release of a loose, unfired second clip upon th first clips release from the device." Patient status: fine.